Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 7:30 pm with a blood glucose level of 400 mg/dl. The customer felt symptoms of nausea and vomiting. The customer has been taking medication for their heart and kidneys when they started feeling sick. The customer treated their blood glucose levels with manual injections. The customer was advised to change their infusion and reservoir sets. The customer did not troubleshoot and did not send the product back for analysis.